Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no visual defects. Functional inspection showed the sheath was able to hold the deflection properly with no issues. Steering was acceptable with no abnormal resistance in the handle. The polarsheath passed all standard pressure decay, aspiration, and hemostasis tests the device did not pass extensive aspiration and hemostasis engineering testing when a dilator or polarx were inserted into the sheath and withdrawn while inside sheath. Additionally the polarsheath did not pass testing when both the dilator and polarx were removed from the sheath. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Event description:
It was reported that a polarx and polarsheath were selected for a cryoablation procedure to treat atrial fibrillation. The dilator was wiped with saline prior to introduction into the valve. A few minutes after inserting the polarx balloon catheter into the polarsheath, they noticed that there was "very slow drip." Of saline dripping out at the end of the polarsheath handle. They were using a pressurize saline bag with manual flow control. The physician lowered the flow to a minimum in order resolve the leak. Only the dilator and polarx were placed across the valve. It was only when the polarx was in place the leak occurred. No air leak was observed. The procedure was completed successfully and no patient complications occurred. The polarsheath has been returned for analysis.

Event description:
It was reported that a polarx and polarsheath were selected for a cryoablation procedure to treat atrial fibrillation. The dilator was wiped with saline prior to introduction into the valve. A few minutes after inserting the polarx balloon catheter into the polarsheath, they noticed that there was "very slow drip." Of saline dripping out at the end of the polarsheath handle. They were using a pressurize saline bag with manual flow control. The physician lowered the flow to a minimum in order resolve the leak. Only the dilator and polarx were placed across the valve. It was only when the polarx was in place the leak occurred. No air leak was observed. The procedure was completed successfully and no patient complications occurred. The polarsheath is expected to be returned for analysis.